Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated they do not recall any significant events that lead to the event or if the device had been dropped, but device was exposed to moisture and has fluid trapped behind the lcd screen. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 455 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, minor scratches on the display window and cracked case near display window corners. No button response due to corroded keypad traces. No button error alarms noted. Unable to perform the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to the keypad anomaly. Moisture damage was noted on lcd board and mother board.